Event description:
It was reported the patient was admitted 20 days after the last chemotherapy session for endometrial malignancy, diagnosed with maintenance chemotherapy for malignant neoplasm, stage IV adenocarcinoma of endometrial malignancy, secondary malignant neoplasm of uterus, secondary malignant neoplasm of lung, tumor-associated anemia, and thrombocytopenia. On (B)(6) 2025, a peripheral-to-central catheter system with accessories was inserted for specialized intravascular therapy. During a subsequent catheter maintenance visit on (B)(6) 2026, fluid leakage was detected at the catheter tip. Examination revealed a rupture. The nurse promptly trimmed and replaced the catheter tip, causing no harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.